Event description:
Procedure: lap gastric banding. According to the reporter: the plastic shaft splintered at distal end of the device. No report of patient injury. Nothing was left in the patient. The surgeon stopped after noticing additional use might make it crack and fall off.